Event description:
Nursing home pt with history of aneurysmal clipping, cva, seizures, and pulmonary emboli. Transferred to hosp 4/27/95 for placement of peg tube. Placement under local anesthetic, passed over a guide wire, and tension on the inner bolster was assessed endoscopically. Pt returned to the nursing home on 4/28/95. Pt returned to the hosp on 5/2/95 in critical condition. Surgery on 5/2/95 found feeding tube pulled out of the stomach and imbedded in abdominal wall. Expired 5/6/95 with cause of death listed as "sepsis secondary to peritonitis."device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event, device failure directly contributed to event, device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.